Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a device used for posterior fixation with facet midline and vertebral body augmentation using bone cement. The preoperative diagnosis involved the t12 level, with implants placed from t11 to l1.it was reported that after screw insertion, the cement delivery guide shaft was not fully tightened to the screw, which allowed the locking outer sleeve button to remain depressible. Cement injection was performed under this condition, resulting in cement leakage from the screw head at the l1 right level. The procedure experienced a delay of less than 60 minutes. No patient symptoms were reported, and no additional complications occurred. Additional information confirmed that there was no malfunction of the shaft driver or the screw. Although fluidity was observed during injection, the leakage occurred near the screw head, and the entire amount of cement was immediately removed. As a result, there is currently no remaining cement connection or fluidity.

Manufacturer narrative:
G2: country of origin is japan g4: similar device with product # c01a with 510(k)# k041584, UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.